Manufacturer narrative:
Additional information was added to h4, h6 and h10: the lot was manufactured from june 13, 2023 ¿ june 15, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - 1091. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was discovered during administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.